Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported a skin irritation under the lifevest. The skin irritation was described as dry skin that was bleeding. There is no indication of medical intervention. Follow up was attempted but unsuccessful.